Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred during the procedure. Post procedure, it was noted that a thrombus formed near the access site. Two days post implant, imaging was performed, and again at 1-week and 1-month post implant. The patient has remained on eliquis, and the thrombus has not yet resolved. A follow-up ultrasound is scheduled in (B)(6) 2023.

Manufacturer narrative:
B5 updated. H6 patient code changed from thrombosis/thrombus e0514 to hematoma e0505.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred during the procedure. Post procedure, it was noted that a thrombus formed near the access site. Two days post implant, imaging was performed, and again at 1-week and 1-month post implant. The patient has remained on eliquis, and the thrombus has not yet resolved. A follow-up ultrasound is scheduled in september 2023. It was further determined that this was a hematoma that had formed at the access site versus thrombosis.